Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle eight. The patient's ultrafiltration reading was 2024ml, indicating the home patient (hp) drained 1424ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the logs. The cause was a use error, as the tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.